Manufacturer narrative:
Title absorbable clips have a low misfire rate and are safe for hemostasis and lymphostasis during robotic radical prostatectomy source the journal of urology, volume 189, 2013(351) date of publication: 06 may 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (year 2013 of may) this study aimed to evaluate the absorbable clips having a low misfire rate and are safe for hemostasis and lymphostasis during robotic radical prostatectomy procedure, sixty consecutive patients that undergo with the procedure was reported six (6) misfired occurred over the uses of 1120 clips for a misfire rate of 0.54%. Three (3) occurred during application of clips with a large amount of torque, and the other three (3) occurred in which two layers of the clip appeared to separate during application resulting in a malformed clip that provided no compression, no cases of clinically significant lymphocele, clip migration, or clip erosion occurred with short-term follow-up.